Manufacturer narrative:
(B)(4). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, and silicone migration.

Event description:
Patient reported right rupture. Healthcare professional additionally reported right "axillary lymph nodes enlarged with silicone" and "oval shaped mass" (non device related). The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings in anterior/radius side assessed as surgical damage. Silicone migration: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick.

Event description:
Patient reported right rupture. Healthcare professional additionally reported right "axillary lymph nodes enlarged with silicone" and "oval shaped mass" (non device related). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right rupture. Healthcare professional additionally reported right "axillary lymph nodes enlarged with silicone" and "oval shaped mass" (non device related). The device has been explanted.